Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test duet faulty force sensor resistor however; the motor passed the motor test. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm, blank display or constant vibration noted. All the buttons functioned properly and no moisture damage was found on the keypad traces, under lcd screen, electronic assembly or motor noted. The insulin had broken battery tube threads, cracked belt clip slot at the battery tube threads area, cracked reservoir tube lip, cracked case at the display window corner and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to sweat. Customer reported that as a result, insulin pump had a constant tone and display screen was blank, even after battery change. Customer reported that there was condensation under display screen and backlight was on. It was also reported that insulin pump was bumped into a wall. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.